Event description:
A customer reported an issue related to updating time, personal profile, or biq/ciq settings, which resulted in a low blood glucose level of 43 mg/dl. The customer addressed the low blood glucose by consuming carbohydrates and did not require assistance from a third party. Technical support assisted the customer in updating the correction factor setting and advised them to consult with their healthcare provider whenever settings are updated.